Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had replace battery now without low battery alert. Customer¿s blood glucose was 200 mg/dl. Customer stated that insulin pump also had failed battery alert. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, active current measurement and self test. No unexpected failed battery test alarms or replace battery alerts/replace battery now alarms noted during testing or in the insulin pump trace download. Device receive with high sleep current measurement due to corrosion on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly.